Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the patient was reprogrammed and the adaptive stimulation feature was tested. It changed when going to different positions and the amplitudes were reduced significantly when in the lying back position. The representative stated that it helped the patient to not have burning pain.

Event description:
The manufacturer representative reported that stimulation output of adaptive stimulation changed unexpectedly. The patient had stated that 10 days ago he noticed it was not changing from the lying voltages and that the word "upright" did not appear on the programmer. The patient was also not getting the coverage he did before and had a burning sensation in his leg because he did not have good coverage. The representative checked the voltages and the upright voltages were set the same as the lying voltages. The patient was reprogrammed and the patient was going to see how it worked now. The change in therapy or symptoms was considered sudden. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.